Event description:
It was reported during a da vinci-assisted surgical procedure, the tip cover split from firing of energy. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury. Follow-up has been attempted to request additional information related to the event. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory involved with this complaint has not been received for analysis. Therefore the root cause of the reported customer issue has not been determined. If the item is returned and tested, and/or if additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Review of the device logs for mcs instrument used with the mcs tip cover accessory for the event cannot be performed at this time because insufficient product information was provided. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was reportedly damaged from firing energy. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.